Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was not due to programming and the most recent interrogation was on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they switched off the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported a loss of primary effect. Interventions included a reprogramming of the neurostimulator on (B)(6) 2018, therapy was suspended on (B)(6) 2019, and explant and not replaced on (B)(6) 2019. The device disposition remain unknown. The patient reported that they lost efficiency of the device. The event was possibly related to the device or therapy and not related to the implant procedure. On (B)(6) 2018, the patient reported that they switched off the device because no change on their pain if it was on or off. The physician proposed to switch it on for 3 months to do an evaluation then switch of for the other 3 month to be sure that the device does not help anymore. On (B)(6) 2019, after the 3 months on, they didn't see any difference so it was switched off. There was no change on (B)(6) 2019 so it was decided to explant the device. The patient asked to explant already on (B)(6) 2018. The event was resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.